Manufacturer narrative:
E1. - establishment name: (B)(6). The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer flushed the air/water nozzle with water and air. The customer did flush the air/water nozzle/channel with the detergent solution. The customer did aspirate the water through the instrument/suction channel. It is unknown if there were abnormalities in the accessories used for reprocessing. It is unknown if the customer presoaked the endoscope in the detergent solution and it is unknown if they wipe/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on bending section cover had a chip and crack; adhesive on bending section cover had white-clouded area; forceps port was shaved; and connecting tub had a scratch and discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had drainage failure. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: nozzle had foreign objects and due to clogging of suction tube in universal cord, foreign objects came out of suction port. The findings have been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Corrected fields: e1 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.